Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the contact lens of the soft fit patient interface came off after the laser treatment. The surgeon did not notice that the lens was left on the patient's conjunctival sac after treatment. A corneal erosion was noted one day postoperatively. The patient noted eye pain, the surgeon lifted the eye lid to find the contact lens. The contact lens was removed. Eye ointment was applied to the eye and the patient will be seen at a later date for follow up.

Manufacturer narrative:
No further information received. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).